Event description:
It was reported that the atrial lead had dislodged. The helix would not extend during lead revision. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint was confirmed; blood was present in the helix coil preventing extension and retraction of the helix. After cleaning the helix was able to be extended and retracted normally. Lead exhibited normal electrical characteristics.